Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 did not alarm. During the pre-use check, the customer pressed the overheat alarm button, but the alarm did not sound. No patient injury.